Event description:
It was reported that the biomed stated that they received a calibration error 80 (water check time out - unable to reach calibration temperature). Per review of work order, bad mixing pump has been identified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The reported issue of biomed stated that they received a calibration error 80 is unconfirmed. Unit passed ctu calibration with no error/issues. Unit heats and cools as expected. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they received a calibration error 80 (water check time out: unable to reach calibration temperature). Per review of work order, bad mixing pump has been identified.